Manufacturer narrative:
Follow-up #1: date of submission 01/31/2014.device evaluation: the device has been returned and evaluated by product analysis on 01/22/2014 with the following findings: on investigation, the pump powered on normally. The display screen was fully functional and fully illuminated with no visible signs of fading or discoloration. Observed the display had a persistent vertical line through the lettering on left side of the display screen. The pump cover was removed for investigation and revealed no damage to the display screen. The display screen was re-seated and tested and the persistent vertical line was still present. Examination revealed a defective display wire. Unrelated to the original complaint, the battery compartment was noted to be cracked below the finger pad extending down to the primary seal. There was no loss of power during the investigation and no evidence of moisture damage in battery compartment. Investigation was unable to confirm or duplicate a dim, discolored display screen.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump¿s display screen was discolored. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.